Event description:
It was reported that restenosis occurred. A 2.50 x 30 mm agent dcb was used to treat a 95% stenosed lesion at the mildly calcified distal left circumflex (lcx). The patient presented for routine follow up 9 months later and was hospitalized for coronary angiography. Imaging revealed 90% stenosis of the proximal lcx. Percutaneous coronary intervention was performed the following month.